Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that big air bubbles were observed in the cartridge tubing. Customer performed a cartridge change to address the issue. Blood glucose level was 150 mg/dl.